Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (50 mg/ml at 2.401 mg/day) and unknown baclofen (1000 mcg/ml at 48 mcg/day) via an implanted pump. It was reported the patient passed away on (B)(6) 2017 due to hydromorphone toxicity. It was noted the death was following a recent refill. The patient was found unresponsive on (B)(6) 2017. The pump was not going to be returned for analysis as the patient was cremated with the pump. It was further noted the pump implanted in the patient failed resulting in an overdose of hydromorphone. The patient had physical pain/mental and anguish suffered before their death. Further information received reported there were no difficulties or issues with the refill, and they had been on the same therapy for some time. The patient was provided a prescription for oral dilaudid 2 mg, three times daily for breakthrough pain a month before that refill. The nurse presumed the patient was taking the oral dilaudid as indicated as they had not asked for a refill of the oral medication at the refill on (B)(6) 2017. The nurse stated that they had no additional information and did not expect to receive further information.